Event description:
The customer stated that her meter was reading in decimals. She thought that her readings were too low. The customer was able to reset the meter to mg/dl with assistance. She did not adjust her medication or diet based on the results. She did not allege any adverse events. Customer service was to send control solution and a check strip. The customer was satisfied.